Manufacturer narrative:
(B)(4). Eval summary: balloon material ruptures can be affected by numerous factors including, but not limit to, balloon damage during mfg, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Reportedly, the lesion was mildly tortuous, moderately calcified, and 99% stenosed, which may have contributed to the experienced rupture. Since there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. In this case, it is possible that the balloon material was damaged (scratched) during interactions with other devices and/or tortuous and calcified lesion, such that the balloon ruptured upon inflation attempt. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. Although a conclusive cause could not be determined, factors such as lesion tortuosity and calcification may have contributed to the experienced balloon rupture. Balloon ruptures can often be a result of circumstances of the procedure or characteristics of the lesion and not a reflection of a quality deficiency with the product. All dilatation catheters are 100% visually inspected and leak tested during the mfg process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.

Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the procedure was to treat a lesion in the mid left anterior descending (lad) artery, which was mildly tortuous, moderately calcified, and 99% stenosed. The otw voyager 2.0 x 12 balloon catheter was advanced to the lesion and upon the first inflation the balloon ruptured at 6 atmospheres. Another non abbott balloon catheter was used to further dilate the lesion and then a voyager 2.5 x 15 was used to dilate the lesion. There were no pt effects. No additional event or pt info is available.